Manufacturer narrative:
Manufacture date: 03/14/2017 - 03/15/2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of occurrence: (B)(6) 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump alarm occurred while using a clearlink continu-flo set. There was no patient injury or medical intervention associated with this event. No additional information is available.